Manufacturer narrative:
(B)(4). Reference exemption number e2017029. The following are possible part number: 25-872-09-91; 25-872-11-91; 25-873-05-91; 25-873-07-91; 25-873-09-91; 25-873-11-91; 25-879-07-91; 25-883-07-91; 25-883-09-91; 25-883-11-91.

Event description:
It was reported that screws became loose due to patient condition and were removed.

Manufacturer narrative:
Device material number nor lot number was identified therefore complaint rate, review of device history records and risk file was not possible. The root cause for the failure cannot be determined since neither material number nor lot number were provided, and the device was not returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.